Event description:
Event description cpi received information that an event occurred with a patient over two years ago. The physician reported that when the ventak p implantable cardioverter defibrillator (ICD) reached 10.5 seconds charge time (past elective replacement time), it delivered a series of inappropriate shocks. The ICD was replaced.